Event description:
It was reported that the patient presented for in-clinic a follow-up check. Upon review, the pacemaker exhibited no inductive telemetry. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Correction: please retract this report as the device should not have been submitted as a medical device report as new information indicated the allegation of malfunction was on a competitor product.